Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information on how to reset the pump. After following the instructions and completing the pump reset, the error code did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.